Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment of filter. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. With the limited information provided a clinical determination could not be drawn. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from embedment of filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering loss of enjoyment of life, distress and other damages.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from embedment of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering loss of enjoyment of life, distress and other damages. Per the implant records, the patient was reported to a history of deep vein thrombosis (dvt) and clotting disorder. The patient was on coumadin but developed a hematoma. The right groin was prepped and draped in the usual sterile manner. A dermatotomy (incision of skin) was made through which a sheath was advanced into the common femoral vein in an antegrade manner. The venogram performed demonstrated a normal caliber ivc with no thrombus. The renal veins were also noted, and no anomalies were seen. An optease inferior vena cava (ivc) filter was then deployed under fluoroscopic guidance. The post deployment venogram demonstrated excellent positioning and a successful infrarenal ivc filter placement. The patient tolerated procedure well; there were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and four months after the filter implantation. The patient reports blood clots, clotting and or occlusion of the ivc; the filter is occluded and embedded and unable to be retrieved with no documented attempts at retrieval. The patient further asserts to have experienced physical pain, mental anguish, emotional distress and physical impairment post implant and these issues continue as the patient fears that the filter may fracture, migrate, and perforate other organs and cause serious injury or death.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment of filter. The patient reported becoming aware of blood clots, clotting and or occlusion of the ivc, the filter being occluded and embedded with no documented attempts at retrieval, approximately five years and four months post implant. The patient also reports physical pain, mental anguish and physical impairment related to the issues with the filter. According to the implant record the indication for the filter placement was a history of deep vein thromboses, clotting disorder and developing a hematoma while on coumadin. The filter was placed via the right common femoral vein and deployed under fluoroscopic guidance. The post deployment venogram demonstrated excellent positioning and a successful infrarenal ivc filter placement. The patient tolerated procedure well; there were no complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Pain, physical impairment, and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a clinical determination could not be drawn. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.